Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a hysterectomy, when the surgeon attempted to seal a ligament, bleeding occurred. The surgeon tried to seal several times but the bleeding continued. Reportedly, no regrasp alarms sounded, but endtones (indicating completed seal cycles) were heard. Another device was opened and used to complete the procedure. There was no harm to the patient.